Manufacturer narrative:
The local area sales representative was contacted for additional information regarding implant/explant date. At this time, no further information is available. Should additional information become available this report will be updated. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker attended a routine device check. The device exhibited interrogation difficulties, and once it was interrogated, it was noted that the device had reached the end of life (eol) status prematurely, and an error message was displayed. Due to the patient being pace-dependent, device replacement was performed and it was explanted and replaced. Additionally, the patient stated to have noticed their heart rate in the 50 beats per minute (bpm) range in recent days. No additional adverse patient effects were reported. It is expected to receive this device for analysis.